Event description:
As reported: we have recently had three instances where the tabs on the peel away sheaths have broken off. Two times have been while the peel away sheath was in the patient and the doctor had to use clamps to grip the edges where the tabs should be to pull them apart to peel. The other time he didn't need the peel away sheath and I was scrubbed in and decided to just play with it and peel it and the tabs broke off too. I do have one of the peel aways sheaths with a broken tab in a biohazard bag if they would like it sent to them. If additional information becomes available and/or the device is returned an updated report will be submitted to the FDA.

Manufacturer narrative:
A device analysis could not be completed as no device was returned for review. After molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During manufacturing, sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging, sheaths are 100% visually inspected for defects, including the presence of hole punches that are visible below the handle. While there are several contributing root causes, the likely cause of the handles detaching is due to improper tube placement during molding. The occurrence rate is within the acceptable occurrence rate per greatbatch medical risk documentation . Corrective and preventive actions are detailed in a CAPA e.g. Procedural improvements to the inspection process.